Manufacturer narrative:
(B)(4). Medical devices: 1419670, 6.5x70mm cann canc scr 22, dmbb5p; 1419670, 6.5x70mm cann canc scr 22, m11974a; 1419680, 6.5x80mm cann canc scr 22, m08446f. Report source, foreign - the event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a fractured femoral neck procedure, the drill tip fractured into six pieces and all but two pieces were able to be retrieved from the patient. Attempts have been made and additional information on the reported event is unavailable.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The drill was returned as 5 fractured pieces. Material analysis determined the product was conforming to specifications, as well as the hardness measurement. Device history record (DHR) was reviewed and no discrepancies were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.